Manufacturer narrative:
(B)(4): the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that at various joule settings, the device was not delivering the proper energy level. There was no reported patient involvement.